Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead could not be placed due to a distal curve that did not allow lead to drop into the apex. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated the distal end/electrodes of the lead were bent. If information is provided in the future, a supplemental report will be issued.